Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20 atms on the sixth inflation. The lesion being treated was located in the tortuous, calcified and 90% stenotic left circumflex artery obtuse marginal branch. After ablation, the balloon was inflated 4 times to deploy the stent. It was inflated twice to post dilate and ruptured no the second post dilatation. The device was removed intact. The procedure was successfully completed with another balloon. Patient status is listed as "good."